Manufacturer narrative:
D10 concomitant products: 176630 176630 endoclip iii 5mm applier - (lot#j5g2369y); s11000 s110000 short step needle st x10 - (lot#j5f2364y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively of laparoscopic gastropexy, the jaws of the two clip appliers would not open all the way and would not fire. Additionally, the cannula broke for both the ports. The device was not used on the patient. There was no patient involvement.